Manufacturer narrative:
Continuation of medical devices: product ID 8578, lot# h848698005, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 02-nov-2014, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 07-jun-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that in 2013 the patient's pump and catheters were explanted due to infection. The patient did not want a new implant. The devices were discarded. The issue was considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.